Event description:
It was reported by service report that the bed needed a new fowler clutch brake. When the fowler was raised up, it would slowly drift back down. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result code: fowler brake clutch.